Manufacturer narrative:
.

Event description:
It was initially reported that the patient was being hospitalized for apnea episodes. It was unknown when the apnea began or if it was occurring with stimulation. The physician was curious the percentage of patient with vns that had apnea but there was no information as to if the physician believed that the apnea was caused or made worse by vns. Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received that the physician's office unwilling and unable to give info on patient.